Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in shock impedances on the right ventricular (rv) channel. Testing revealed the shock impedances were out of range in one vector and lead damage was suspected. Boston scientific technical services (ts) was consulted and provided trouble shooting recommendations. The system was reprogrammed and remains in service. No adverse patient effects were reported.